Event description:
The patient's hip was revised due to loose cup. Mdm system and tritanium revision cup was used as replacement devices.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.